Event description:
During arthroscopy cuff tear repair, surgeon used the mallet to position the screw but probably it was not perfectly aligned and it probably forced and broke the tip of the screw. Nothing broke off in the patient. Additional information confirmed that a back up anchor was not placed in the same location.

Manufacturer narrative:
Evaluation of the device confirmed the anchor broke at the eyelet. As a result of similar field issue with this anchor CAPA (B)(4) has been opened. This investigation is ongoing. (B)(4).